Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/16/2016 with the following findings: the pump battery compartment was observed to be cracked from the compartment threads to the case seal. The pump powered on and the display screen was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the display screen was found to be dim and discolored. This report is made based on the results of evaluation completed on 06/16/2016.